Event description:
The customer contacted baxter's technical service center to report a issue of system error (se) 2240 (air in line) found on the home choice (hc) device during drain 2 of 5. The care giver (cg) stated that the home patient's (hp) catheter had broken and fluid was leaking everywhere. The baxter technical representative (tsr) assisted the cg close all clamps to the bags and the patient line, cycle power off and on twice on the hc to get se 2367 (cancel the current therapy) and return to 'press go to start?' The tsr assisted the cg to remove cassette at 'load the set' message. The cg stated that they had contacted the hospital regarding the broken catheter. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The cause was undetermined.